Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing lioresal (2000mcg/ml at 242.1mcg/day). The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient experienced a change in spasticity level. It was unknown if the change was sudden or gradual, and it was unknown when the patient noticed the changes or when troubleshooting was done. A dye study was attempted and aspiration was not successful, but a second time aspiration was successful. Everything else was ruled out, so the spinal portion of the catheter was replaced.